Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user who had recently started the ilet experienced fluctuating glucose levels, including hypoglycemia with lowest readings of 46 mg/dl on cgm and 52 mg/dl by fingerstick, and hyperglycemia up to 385 mg/dl; the user believed the device was overdosing and did not announce a small cottage cheese intake estimated under 15 g of carbohydrates while the ilet was in its learning phase. Symptoms included sweating, shaking, and visual disturbances during hypoglycemia, and stomach upset during hyperglycemia. Outcomes included correction of hypoglycemia with oral carbohydrates and correction of hyperglycemia by the ilet without need for external assistance or medical intervention. Investigation included review of user-reported device alerts for high and low glucose and assessment of use conditions during the learning phase. Investigation of this case revealed no confirmed device malfunction, with contributing factors including the initial learning period of the algorithm and unannounced carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.